Manufacturer narrative:
H6. Investigation codes: updated investigation summary: one 5.0 fixed device ("c" flange, swivel connector and tts cuff) and an obturator were received for evaluation. Visual inspection of the returned device by the unaided eye under normal plant lighting did not reveal any anomalies. Following work instruction, wi-10-012 rev 113, 7 ml of air was inserted into the inflation valve. The cuff fully inflated without issue. Using a verified ruler (black dot) the cuff band from the distal tip measured 4 mm and appeared to be the same distance completely around the shaft. The placement of the top cuff band was also observed to be equally the same distance from the distal tip completely around the shaft. Measuring from the left-hand edge of the cuff to the center of the shaft was 11 mm. Measuring from the right-hand edge of the cuff to the center of the shaft was 10 mm. The investigation determined that the cuff symmetry met the manufacturing specification of 1/3:2/3. Custom devices are 200% inspected for symmetry prior to packaging: once by the assembly operator and once by a quality inspector. Both inspections passed. The customer's complaint could not be confirmed. No corrective actions are planned. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was asymmetric, not in a good condition. The event took place at patient¿s house upon opening. There was no patient involvement and no medical intervention needed. The outcome of the event is ongoing.